Event description:
Further information was received indicating that the lens was exchanged in a secondary procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The difference in cylinder between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient is not happy with vision and complains of blurred vision at all distances and unsteadiness. The surgeon plans to exchange the lens for a monofocal iol. Information was received reporting the lens is to be exchanged due to "suspect image splitting and decreased contrast sensitivity." The patient also reported feeling "unbalanced." Additional information has been requested.